Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It is reported that mechanical thrombectomy was performed in the mca (middle cerebral artery) for cardiogenic cerebral embolization. After advancement of the subject balloon catheter to the targeted lesion, when the operator started balloon inflation, contrast media leaked into the internal carotid artery. So, the operator deflation it and the contrast agent returned into the guiding catheter. According to the physician, the meandering was too severe, and the contrast medium remaining in the guiding was pushed out, it passed through the inflation lumen (the lumen into which the contrast medium enters) of the balloon. Then, the deflation of the balloon may have released the pressure in the inflation lumen and the contrast medium may have returned to the guiding. Physician was not sure, if there was any leakage from the balloon during the surgery. The inflation of the balloon was achieved both during preparation, during the procedure and even after removing the subject device from patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It is reported that mechanical thrombectomy was performed in the mca (middle cerebral artery) for cardiogenic cerebral embolization. After advancement of the subject balloon catheter to the targeted lesion, when the operator started balloon inflation, contrast media leaked into the internal carotid artery. So, the operator deflation it and the contrast agent returned into the guiding catheter. According to the physician, the meandering was too severe, and the contrast medium remaining in the guiding was pushed out, it passed through the inflation lumen (the lumen into which the contrast medium enters) of the balloon. Then, the deflation of the balloon may have released the pressure in the inflation lumen and the contrast medium may have returned to the guiding. Physician was not sure, if there was any leakage from the balloon during the surgery. The inflation of the balloon was achieved both during preparation, during the procedure and even after removing the subject device from patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the balloon catheter was found to be damaged. The balloon was found to be intact. Functional inspection: there was no leakage noted during the test. The balloon could not be inflated due to damaged balloon catheter shaft. The reported balloon catheter shaft leaked during use was not confirmed during the analysis, however the damage to the device is consistent inflation difficulties. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the surgery, the flowgate2 balloon did not inflate. The device was returned and there was no leak noted from the balloon catheter, however there was damage noted to the catheter shaft causing it not to inflate during analysis. It is probable that the balloon catheter shaft was damaged during the clinical procedure causing the inflation difficulties. An assignable cause of procedural factors will be assigned to the analyzed balloon catheter damaged and balloon failed to inflate, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned to the reported balloon catheter shaft leaked during use, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It is reported that mechanical thrombectomy was performed in the mca (middle cerebral artery) for cardiogenic cerebral embolization. After advancement of the subject balloon catheter to the targeted lesion, when the operator started balloon inflation, contrast media leaked into the internal carotid artery. So, the operator deflation it and the contrast agent returned into the guiding catheter. According to the physician, the meandering was too severe, and the contrast medium remaining in the guiding was pushed out, it passed through the inflation lumen (the lumen into which the contrast medium enters) of the balloon. Then, the deflation of the balloon may have released the pressure in the inflation lumen and the contrast medium may have returned to the guiding. Physician was not sure, if there was any leakage from the balloon during the surgery. The inflation of the balloon was achieved both during preparation, during the procedure and even after removing the subject device from patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.